Event description:
It was reported by the patient¿s spouse that the patient¿s cardiac resynchronization therapy defibrillator (crt-d) battery was ¿dead for over a year¿ and ¿wires started to corrode¿. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).